Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not recognizing electrode belt therapy electrodes) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging a pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was not recognizing electrode belt therapy electrodes.